Manufacturer narrative:
The device was returned for analysis. The reported kink was confirmed. The separated guide was not confirmed. Difficulty to advance the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of a calcified left common femoral artery using a prostyle device after an peripheral interventional procedure using a 6f sheath. Reportedly, there was difficulty advancing the device into the anatomy. Upon device removal the sheath was noted to be kinked. It was also noted the guide was starting to detach, but was still in one single unit. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.